Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The issue was resolved by performing multiple syringe needles and multiple cartridge changes to resolve the issue. The customer¿s blood glucose (bg) level was ¿high¿; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.